Event description:
The device was explanted due to premature eri.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis confirmed premature battery depletion. No sources of high current drain were found during testing. The battery was sent to the vendor for further analysis. An internal short within the battery was found to be the cause for the premature battery depletion.